Event description:
Discovered oxygenator leak when setting up small adult custom tubing pack (medtronic lot# 209471154) with affinity 540t oxygenator. The case was setup and primed before the patient entered the cath lab. The leak was discovered per standard of practice during setup and inspection. The oxygenator was changed out, reprimed and showed no leaks during inspection. Case was completed without using bypass; this event did not result in delays or complications to the plan of care. This event is similar to two other events that occurred approximately 1 week ago.